Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from our affiliates in (B)(6), during a transfemoral tavr with a 29 mm sapien 3 valve in the aortic position, upon removal of the 16fr esheath, there was significant amount of bleeding noted. The esheath was examined and a tear of approximately 10 cm in the sheath was observed. A dissection in the femoral artery was noted on x-ray which required a balloon tamponade to seal the dissection. The patient is recovering.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
The sheath was returned to edwards lifesciences for evaluation. Visual inspection of the returned device showed the following:  scratch along the entire length of sheath shaft; liner torn start from distal tip about 22cm in length; soft tip damage; device liner and tip expanded as designed. Due to the nature of the complaint, functional testing could not be performed. Dimensional testing was performed and the liner thickness was measured along the length of tear. The liner thickness was within specification at all measured locations. Per the initial report, the physician noticed a tear in the esheath after removal. The location of the sheath tear was unknown and additional information requested was denied by the facility. It was decided to investigate the event as a sheath shaft torn. However, the visual inspection of the device confirmed that the esheath liner was torn and no tear was observed on the sheath shaft. In this case, a sheath shaft liner torn was confirmed on the returned device, but no product non-conformances were identified during evaluation and dimensional measurements met specification. The liner torn with normal liner expansion issues has been previously investigated by edwards lifesciences and documented in a technical summary. In this technical summary, a review of liner tear complaint investigations on returned devices over a two years period.  Based on available evaluation data, clinical input and complaint report trending, the information summarized in this technical summary supports that the sheath liner tear occurring during the use in the patient have had root causes related to patient factors (tortuous patient  anatomy/peripheral vessel calcification) and/or procedural factors (non-coaxial retrieval, incomplete deflation) rather than a device non-conformance. As part of the technical summary, manufacturing mitigations were reviewed. During esheath manufacturing, the sheath shaft components are 100% visually inspected under magnification. The final assembled devices are 100% visually inspected under magnification by both manufacturing and quality. In addition to the in-process inspections described above, each manufacturing lot undergoes product verification (pv) testing under a sampling plan before final release. As a part of pv testing, an expander is inserted through the sheath to confirm that the liner expands as designed. Pre- and post-expansion testing, the sheath shaft liner is visually inspected for physical defects and damage, including for torn liner. Furthermore, if a torn liner is observed during pv testing, the entire lot is scrapped.  These inspections during the manufacturing process and tests performed during product verification support a conclusion that it is unlikely that a manufacturing non-conformance would contribute to a complaint event. Device ifus and physician training documentation were also reviewed. Edwards provides training manuals and instructions for use for each delivery system and esheath which include procedures for the esheath device preparation and usage. Based upon the detailed IFU and training manuals that are provided to physicians there are no IFU/training manual deficiencies, as the documents contained procedures for proper patient assessment and device preparation/usage. Based on the detailed analysis outlined in the technical summary, available evidence supports that, for complaints reporting a liner tear, there are sufficient manufacturing and procedural mitigations in place, and the tears are most likely the result of patient or procedural factors (exhibiting at least one of the factors: scratches, kinks, balloon catheter burst or tear, access vessel calcification, or access vessel tortuosity) when the sheath shaft has been confirmed to have expanded as designed.  Although in this case no information was given on patient anatomy, the scratches observed on the sheath shaft indicates that calcification was present in the access vessel which may have contributed to the liner tear.   In this case, the complaint for liner torn was confirmed. Available information supports that patient factors (access vessel calcification) likely led to the reported event and there is no evidence of device malfunction or manufacturing non-conformance. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
The sheath was not returned to edwards lifesciences for evaluation.  In addition, no imagery was provided by the site. Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis. As a result, presence of a manufacturing non-conformance was unable to be determined.  During manufacturing, all inspections are conducted on 100% of units, except in the case of product verification (pv) testing, where the tested units are chosen on a sampling basis.  The sheath were visually inspected for any defects.  In addition, product verification testing was performed and met specifications for lot release.  These inspections during the manufacturing process support that it is unlikely a manufacturing non-conformance contributed to the reported complaint event. A device history record (DHR) review was performed and revealed no manufacturing issues that may have contributed to the reported event.  The control limits were not exceeded for the applicable trend category. A review of the instruction for use (IFU) and training manual revealed no deficiencies.  A review of the risk management documentation was performed and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.    According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. The procedure requires large bore devices in patients who often have peripheral vascular disease (pvd) and/or vessel tortuosity. The placement of sheaths and dilators in these vessels may result in damage to the vessel at the site of the arteriotomy. Access vessel dissections/perforation are typically related to a combination of vessel size, tortuosity and calcifications and/or device manipulation. Dissections/perforations have the potential to propagate and cause obstruction of distal blood flow if left untreated. Per the training manuals, the minimum required vessel diameter for an 16fr esheath is 6.0 mm. In this case, the cause of the reported femoral artery dissection cannot be determined based on the limited information provided. However, patient risk factors (not reported) may have contributed to the event. The complaint for sheath shaft torn was unable to be confirmed since imagery was not provided and the device was not returned. There is not enough information regarding the location/type of damage on the sheath or when the damage occurred, a root cause was unable to be determined for the event. Since no product non-conformances or IFU/training deficiencies were identified during this evaluation and the control limits were not exceeded for the applicable trend category, product risk assessment escalation, and corrective/preventative actions are not required.